Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-8116-70, serial number: (B)(4), batch/lot number: 123864/134272, model/catalog description: artisan surgical lead 70cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient underwent an explant procedure due to the device not working in the patients neck because the neck moves too much. No further information could be obtained.